Event description:
It was reported there were telemetry issues. It was noted patient had stimulation working after a prior over discharge, but had a power on reset (por) condition with error code 2608. It was stated this was cleared successfully using the physician programmer. It was further reported the implantable neurostimulator was 25% full using the physician programmer. It was further reported patient had no symptoms, was able to charge and got paresthesia.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).